Event description:
During a difficult diagnostic ercp procedure, the physician was unable to cannulate cbd (common bile duct) with cannula. Physician used curved huibregtse needle knife papillotome hpc-2 (lot 1423944) to complete procedure. Valley lab force ic was set at 30/30 blend cut. The papillotomy was completed with the needle knife but unable to instill contrast into cbd; procedure terminated. When procedure completed, the pt was turned from stomach to back and swelling at neck and accessory muscles was noted. Md immediately made aware - post procedure. Md and nursing assistant inspected needle knife and noted a portion of knife was burned off. When compared to new needle knife only 1/2 of length was intact.